Event description:
It was reported that the pt passed away following hospitalization on (B) (6) 2010 for a diabetic coma. The pt's mother reported that the door of the pt's residence was found "kicked in", and the pt was found unconscious on the floor. Per the pt's mother, the death certificate listed the cause of death as metabolic toxic encephalopathy, hypertension, hypoxia, profound hypoglycemia. The pt's mother also advised that the event is currently under the investigation of the (B) (6) county police dept.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.